Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusion set (material unknown, lot unknown) was used during a procedure performed on an unspecified date. According to the complainant, the vista pump continues to alarm for air in line and downstream occlusions. The issue has persisted despite multiple attempts to resolve. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.